Manufacturer narrative:
Section d9 was updated due to the device evaluation. Section h6 evauation codes were updated due to the device evaluation: method code remove b17 and add b01 and b24 result code remove c20 and add c13 conclusion code remove d15 and add d02 component code remove g07003 and add g0201205 h3 h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator entered backup ventilation. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the unit entered backup ventilation (buv) by relevant codes in memory, and replaced the delivery proportional solenoid (psol) based on the codes identified. Ad ditionally, sp replaced the compressor filter. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the event was to a potential fault in the delivery psol. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator entered backup ventilation. The patient was transferred to an alternate ventilator without injury. .

Event description:
It was reported that while in use on a patient, this 980 ventilator entered backup ventilation. The patient was transferred to an alternate ventilator without injury.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.